Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) level of 600 mg/dl. Customer¿s bg was treated intravenously with fluids of saline and insulin. The customer was discharged the next day with the issue resolved and no permanent damage. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.